Manufacturer narrative:
A manufacturing evaluation was completed: the device was received broken. The instrument was produced and assembled by external supplier (B)(4) and part marked, final cleaned and packed at synthes instruments: (B)(4) site in the time frame between august 2011 and december 2011. The production workorder shows that all manufacturing and assembling steps were performed correctly. All inspection steps were performed and show no deviations to specifications. The hardness measurements of the broken part (in the mouth of instrument) and of the mouth of instrument have been performed and show no deviations in hardness from the specification. The root cause could not be determined at the manufacturing site. No manufacturing related issue was identified and/or confirmed. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: 399.050 lot. 7577802, manufacturing location: (B)(4). Manufacturing date: 05.dec.2011. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reduction forceps have broken during surgery. No information if there was a delay to surgery time. Affected item was removed and replaced by another one. No impact on patient. This complaint involves one part. This report is 1 of 1 for (B)(4).